Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es results were obtained from multiple samples when processed on a vitros eci q immunodiagnostic system. The investigation determined the assignable cause of this event was instrument related. Prior to service actions being performed, troponin I precision test results were outside of acceptable guidelines. An ortho field engineer performed service actions and returned the vitros eciq immunodiagnostics system to its expected performance. Following these action, acceptable vitros tropi es precision was observed. There is no indication of a reagent issue, although the performance at the low end cannot be verified as the customer is not processing qc material at or below the url of 0.034ng/ml. The investigation determined that the assignable cause of this event is instrument related.

Event description:
The customer obtained multiple non-reproducible, higher than expected, vitros tropi es results from samples from two different patients and a troponin free sample using the vitros eciq immunodiagnostic system. Patient (B)(6) vitros tropi es results: 0.082, 0.109 and 0.119 ng/ml versus expected <0.012 ng/ml. Patient (B)(6) vitros tropi es result: 0.082 ng/ml versus expected <0.012 ng/ml . Troponin I free sample vitros results: 0.064 and 0.073 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The results for both patient samples were reported from the laboratory and patient 1 was admitted to the hospital for observations. Both patient results were questioned by the physician and corrected reports were submitted, without any treatment being stopped, changed or administered interim. There was no allegation of patient harm as a result of this event. (B)(4).